Event description:
The company was informed about a revision case of the tops system in france. No information was provided regarding the original procedure. In the revision surgery, the tops motion implant was removed and replaced with two fusion rods while the pedicle screws remained in-situ. No other details were provided and no additional information is available.

Manufacturer narrative:
No failure was indicated in the original procedure or in the explant at the time of revision. Explant was not returned for investigation and no additional information about the revision is available at this time. The product lot could not be obtained therefore, DHR review could not be performed. Based on the available information the reason for the revision surgery and whether it is related to the tops could not be determined. The rate of revisions for the tops system is lower than the reported rates in the literature for similar systems. If additional information becomes available, a supplemental report will be submitted.